Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000953, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: bi71000135, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000144, serial/lot #: -, ubd: , UDI#: h3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that the digital drive board, upper and l ower door covers were all replaced. The door sidewall was adjusted and the invalidate home was completed. The door open/close was also verified without any issues. The imaging system then passed the system checkout and was found to be fully functional. Codes b01,c07,c13 ,d02 are applicable. H3,h6: part was received but not analyzed yet. Codes b21,c21,d16 are applicable to bi71000953. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while installing the imaging system, the representative (rep) was unable to home the gantry. It was noted that it would jump up and then would allow no motion. Eventually, the rep was able to home the gantry. System was also stuck in initialization,  multiple reboots, were attempted but the issue persisted. The system stopped being able to drive after it was driven into the room as well and it was confirmed that the clutch was not engaged. There was no patient involvement. Additional information was received, it was reported that the rep was able to release the clutch and push the system manually.

Manufacturer narrative:
H3: the motion controller was returned for analysis. Functional testing determined that the component was malfunctioning causing the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.